Event description:
Customer reported via phone, she need to set up her threshold suspend feature on the device because she was pregnant and she had experienced a low blood glucose episode. Customer stated her blood glucose was 59 mg/dl after she had drank two glassed of oj and her husband administered a glucagon shot. Customer was also hospitalized on (B)(6) 2015. Her blood glucose was 57 mg/dl and ate two scoops of ice cream at work right before leaving. When she got home in an hour span she started to throw up and choking on her vomit. Her husband administered a glucagon shot, suspended the device for two to three hours, and called paramedics. Blood glucose was 37 mg/dl, they arrived to the hospitalization it was 130 mg/dl, and 170 mg/dl when she was released. Baby was monitored and was fine. Customer was advised to call her doctor in regards to low blood glucose episodes. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.